Event description:
On (B)(6) 2014, the patient reported that there was a leak in his infusion set between the cannula and the headset. He stated that this happened with three infusion sets from the same box. He experienced an elevated blood glucose level of 400 mg/dl due to the leak. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.